Manufacturer narrative:
Complaint confirmed. The failure of u28, recom dc/dc power supply, is the root cause of the failure. This failed component caused the voltage and current sense circuits to produce no feedback signals to the software algorithm. Since the software did not get proper feedback, the software produced an error and displayed it on the front panel screen. At the same time, the software disabled all output characteristics thus eliminating undesired output characteristics to be delivered to the patient. Risk analysis was reviewed and found to be proper for this condition.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported through the sems technical support system that the facility had called in to report an issue with the ar-9800, synergyrf¿ console serial number: (B)(4). The box was giving a red power issue message. The device was trouble shot with technical support team (ticket 04737889) and it was determined the device needed to come in for evaluation. In the process of performing the technical support it was discovered that the issue occurred during a case. The procedure was changed from a shoulder scope to an open procedure. At the time of the procedure there was only that one console available. The procedure was a rotator cuff repair.